Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an insert slide clamp alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. Visual inspection, service history review, functional testing, and a review of the alarm log were performed. During the alarm log review, an f-9 alarm was revealed. This alarm is related to the reported problem. Functional testing revealed that the device presented an insert slide clamp alarm. The cause of the condition was a dirty slide clamp sensor. The slide clamp sensor was cleaned to resolve the reported problem. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.